Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead did not find any anomalies.